Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 26-jan-2018 with the following findings: during investigation, the battery compartment was found to be cracked above and below the grip pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment. This report is made based on results of investigation completed on 26-jan-2018.